Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The unit had discoloration in the tubing. The device met the criteria for bacterial contamination. The technician discovered multiple parts needing replacement as well as a cleaning procedure. During the investigation and servicing, we tested the water path surface and the results verified bacterial contamination in the unit as the cfu/ml count was greater than 738.0. After these parts were replaced and a cleaning and disinfection cycle was performed, the water path was tested. The results were 0.6 cfu/ml in the range of acceptable level, and functionality was restored.

Event description:
Customer is reporting discoloration in the tubing.